Event description:
It was reported the video telescope presented dents on the stem of the scope. The issue was discovered during an unspecified procedure which was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4 - unique device identifier (UDI) #1, d9, g1, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed that the outer tube was dented. In addition, the following reportable malfunction was identified during the device evaluation: fiber breakage. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.